Event description:
It was reported that pump experienced malfunction alarm with code that required caller to contact technical support, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction recurred.